Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke. However, it is unknown at this time when or how the device broke.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual examination concludes that the returned device is fractured on the medial side, where all the pieces are returned. This device is used for treatment. Reported information does not states whether the surgical technique was followed or not during use of this device. It is likely that the device fractured from wear and tear from use.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of follow up-1. Visual examination concludes that the returned device is fractured on the medial side, where all the pieces are returned. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 2 years 4 months before it fractured, which was manufactured in feb 2014 and has been used in an unknown number of surgeries. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Reported information does not states whether the surgical technique was followed or not during use of this device. It is likely that the device fractured due to some design issue.